Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold and weight to the spec. A microscopic analysis was performed which identify, an opening striated in the posterior side. Based on the device analysis, the final assessment is: a striated opening in the posterior side assessed, as surgical damage.

Event description:
Device has been explanted and replaced.